Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. It was reported that negative was pulled when the stent delivery system was in the vessel. It should be noted that the xience sierra/pros instructions for use states: ¿when introducing the delivery system into the vessel, do not induce negative pressure on the delivery system.¿ in this case, it is unknown if the deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulties; however the subsequent treatment appears to be related to operational circumstances. It was reported that during inflation, a rupture was noted, resulting in difficult or delayed activation of the stent delivery system (sds). Factors that may contribute to a material rupture include, but are not limited to, inadequate pressure integrity, inadequate device prep, inflation above rbp, inadvertent damage, interaction with challenging anatomy, or interaction with accessory devices. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. Additionally, a rupture would impact the sds¿s ability to maintain pressure, likely contributing to the reported difficult or delayed activation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us. H6: medical device problem code: incorrect prep. D4: a partial UDI was provided as the lot number is not known.

Event description:
T was reported that the procedure was to treat the proximal right coronary artery. Negative was pulled when the 3.5x38mm xience pros stent delivery system was in the vessel and when attempting to inflate the stent balloon it only partially inflated as a rupture was noted when blood was visible in the indeflator when pulling negative. The stent balloon was intended to reach 12 atmospheres; however, the device kept losing pressure and it is unknown at pressure the device ruptured. Therefore, small balloons were used to fully deploy the stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.